Event description:
It was reported that a spectrum pump displayed nuisance/intermittent upstream occlusion messages during therapy in the progressive care unit (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced while running an infusion. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the pump more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.